Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned and tested. The purge disc not detected alarm issue was able to be reproduced, and purge disc retainer was found to be broken. The root cause of this issue was a broken purge disc retainer. Portion of the purge retainer that is supposed to be fastened to the purge assembly was no longer intact.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the automated impella controller (aic) would not detect the purge discs. Staff said this occurred a few times and they switched the purge cassette out to no avail. The aic was replaced successfully.

Manufacturer narrative:
The impella device was received from the customer and upon completion of an evaluation of the device, a supplemental MDR will be filed.